Event description:
It was reported that a spectrum pump alarmed door not fully latched in the medical/surgical care area. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched message. Eval found the force required to close the door is above the expected levels, and it not applied can cause a door not fully latched alarm. The door hooks and latch pins were replaced to correct this condition.